Event description:
The user reported the roller pump was very noisy. No other details regarding the event were provided. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.